Event description:
It was reported that the 9800 system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.